Event description:
Discrepant advia centaur xp troponin ultra results were obtained. The initial results were reported. Upon retest on a second system corrected results were sent out. Customer does not report if patient intervention or report of adverse health consequences occurred due to the discrepant troponin ultra results.

Event description:
Discrepant advia centaur xp troponin ultra results were obtained. The initial results were reported. Upon retest on a second system corrected results were sent out. Customer does not report if patient intervention or report of adverse health consequences occurred due to the discrepant troponin ultra results.

Event description:
Discrepant advia centaur xp troponin ultra results were obtained. The initial results were reported. Upon retest on a second system corrected results were sent out. Customer does not report if patient intervention or report of adverse health consequences occurred due to the discrepant troponin ultra results.

Event description:
Discrepant advia centaur xp troponin ultra results were obtained. The initial results were reported. Upon retest on a second system corrected results were sent out. Customer does not report if patient intervention or report of adverse health consequences occurred due to the discrepant troponin ultra results.

Event description:
Discrepant advia centaur xp troponin ultra results were obtained. The initial results were reported. Upon retest on a second system corrected results were sent out. Customer does not report if patient intervention or report of adverse health consequences occurred due to the discrepant troponin ultra results.

Event description:
Discrepant advia centaur xp troponin ultra results were obtained. The initial results were reported. Upon retest on a second system corrected results were sent out. Customer does not report if patient intervention or report of adverse health consequences occurred due to the discrepant troponin ultra results.

Manufacturer narrative:
A siemens healthcare field service engineer (fse) was sent to the site. Analysis of the instrument and instrument data indicate that the cause for the discrepant troponin ultra results was due to the malfunction of the r1 and r2 diluters. The instrument was repaired. The instrument is performing within specifications. No further evaluation of the device is required.

Manufacturer narrative:
A siemens healthcare field service engineer (fse) was sent to the customer site. Analysis of the instrument and instrument data indicated that the cause for the discordant glucose, d. Bilirubin, t. Bilirubin and phosphorus results was due to an incorrect stt position setting. The instrument was repaired. The instrument is performing within specifications. No further evaluation of the device is required.

Manufacturer narrative:
A siemens healthcare field service engineer (fse) was sent to the customer site. Analysis of the instrument and instrument data indicated that the cause for the discordant glucose, d. Bilirubin, t. Bilirubin and phosphorus results was due to an incorrect stt position setting. The instrument was repaired. The instrument is performing within specifications. No further evaluation of the device is required.

Manufacturer narrative:
A siemens healthcare field service engineer (fse) was sent to the customer site. Analysis of the instrument and instrument data indicated that the cause for the discordant glucose, d. Bilirubin, t. Bilirubin and phosphorus results was due to an incorrect stt position setting. The instrument was repaired. The instrument is performing within specifications. No further evaluation of the device is required.

Manufacturer narrative:
A siemens healthcare field service engineer (fse) was sent to the customer site. Analysis of the instrument and instrument data indicated that the cause for the discordant glucose, d. Bilirubin, t. Bilirubin and phosphorus results was due to an incorrect stt position setting. The instrument was repaired. The instrument is performing within specifications. No further evaluation of the device is required.

Manufacturer narrative:
A siemens healthcare field service engineer (fse) was sent to the customer site. Analysis of the instrument and instrument data indicated that the cause for the discordant glucose, d. Bilirubin, t. Bilirubin and phosphorus results was due to an incorrect stt position setting. The instrument was repaired. The instrument is performing within specifications. No further evaluation of the device is required.